Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to improper calculations from the iol calculator. The 21.5 diopter lens was replaced with a 25.5 diopter z900200255 lens, serial number (B)(4). No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.unexpected post-operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection revealed that the lens was received cut in two pieces, most probably to make the lens explant possible. Visual inspection using a microscope at 12x magnification showed the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens optic was received damaged. Both pieces were received stuck to each other and could not be removed without using excessive force, which would further damage the lens. Due to the received condition of the lens, no further investigation of the device was possible. The lens diopter result obtained from the stored electronic data in miq (measuring iol quality) system performed indicated that the lens serial number met optical property inspections. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.